Event description:
It was reported by the sales rep the device was during a laparoscopic nisen fundoplication. It was reported the outer gasket tore on 4 different 511o trocars. Surgeon completed procedure by continuing to exhange out trocars. There was no consequence to the pt. 11/05/1998 rep stated he is also returning a 512b which has a torn gasket.